Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. Manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the physician completed hemostasis with the angio-seal device after flow diverter treatment for an aneurysm. The patient was moved to the ICU and rested for five and a half hours. Blood started to gush out when the nurses moved the patient for postural change. Hemorrhagic shock occurred to the patient and her blood pressure and heart rate dropped. Then, manual compression was applied immediately. The patient has recovered and been stable. No after effect has been reported so far. The procedure before deploying the device was flow diverter treatment. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. Serious health damage to the patient was reported, however, the patient has recovered and been stable. The blood loss was greater than 250cc's. An ultrasound was performed to diagnose the bleed. There were no other devices or equipment being used with the reported product. Additional information was received on 20jan2020. When the patient's posture was changed the position, the patient was placed in was the supine position. The patient was in shock with unconsciousness. The patient's pulse could not be felt. Cardiac massage and manual compression were applied to the patient. It was likely that bleeding stopped due to drop in blood pressure. The suspected source of the hemorrhagic shock was bleeding from the puncture site. To treat the hemorrhagic shock, 4 units of packed red blood cells were given.